Event description:
It was reported by the customer that during use on a pt, the device's defibrillator charge function would not operate. There were no adverse effects to the pt reported as a result of device use. No further info regarding the event or pt details have been provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified. Proper device operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. A review of the event records stored in the device indicates that the device defibrillation charge was functioning properly. Based on the impedance of 1 ohm, it appears that the device was being used with shorted electrodes. The cause of the reported problem was not determined.